Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having sinus issues while on the device, dry eyes, eye effections due to the device, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having sinus issues while on the device, dry eyes, eye effections due to the device, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During evaluation found a grey contaminant on the top enclosure, front panel, rear panel, and bottom enclosure. Found evidence of water ingress in the blower box. Investigation can also confirm the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed in ER (B)(4) (v1). Pil found no evidence of sound abatement foam degradation and breakdown the device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has dark grey contamination. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.